Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) responded to an issue with drawer 2.2, which was not locking properly and continued to pop open after the customer attempted recovery. Upon arrival, the fse shut down the station and inspected the rear of the drawer. It was found that the solenoid and inseparable were still engaged, preventing the drawer from locking. After opening the back panel, the fse discovered that the magnet on the inseparable was protruding slightly, causing it to get stuck inside the housing and not return to its rest position. The inseparable was replaced, and the drawer was run through diagnostics. The customer was then able to recover and test the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer was not stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.